Event description:
During evaluation of a returned novum iq syr , the device had a ¿dark screen; hard to read.¿ there was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device failed for dark screen, hard to read. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be display which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, f10/h6: medical device problem codes (add code), f10/h6: component codes (add code), h6: investigation findings (add code), h11. B5: additionally, the keypad was found to be working intermittently. H11: during functional testing, the keypad was working intermittently. The front cover assembly requires replacement to resolve this event. Should additional relevant information become available, a supplemental report will be submitted.